Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bowel resection followed by jejunostomy, the surgeon was able to press the green button but the stapler misfired. The surgeon was also able to squeeze the handle, but it was not fully closed on the tissue. It was also stated that the stapler did not grip on the tissue and this incident repeated many times with two different doctors when they used the blue or white reloads. There was no patient injury.